Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open colorectal procedure, while suturing soft tissue, the needle tip broke and fell into the patient's cavity. An x-ray was used to locate the needle. There was more than 1 defective device involved. The surgical time was extended for more than 30 minutes.

Event description:
According to the reporter: during a right hemicolectomy procedure, while suturing soft tissue, the needle tip broke and fell into the patient's cavity. An x-ray was used to locate the needle. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.